Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("device fracture") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff had no history of suffering prior to undergoing the implantation of essure®. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations") and migraine ("severe migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy in (B)(6) 2015) and surgery (partial hysterectomy in (B)(6) 2015). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, hormone level abnormal, migraine and pregnancy with contraceptive device to be related to essure. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 12401848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal delivery (child birth) on (B)(6), multigravida and parity 5 ((B)(6)). Plaintiff had no history of suffering prior to undergoing the implantation of essure. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that she had that essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: depo shot from 2002 to 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced headache ("chronic headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ sharp/stabbing left lower abdominal pain/ bad cramps/cramps"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines"), investigation noncompliance ("she did not undergo an essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), surgery (partial hysterectomy and salpingectomy) and surgery (partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, investigation non-compliance and treatment non-compliance outcome was unknown and the genital haemorrhage and headache had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, headache, hormone level abnormal, investigation non-compliance, migraine, pregnancy with contraceptive device and treatment noncompliance to be related to essure. The reporter commented: plaintiff states two of her children were delivered at (B)(6) weeks, which was earlier than expected. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 8-jan-2018: plaintiff fact sheet was received. All relevant medical history, treatment drug and start date and stop were added. Events headaches, excessive bleeding and pelvic pain, she did not use birth control or contraception, she did not undergo an essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 12401848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida (child birth) on (B)(6) 2014, multigravida and parity 5 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009 and (B)(6) 2014). Plantiff had no history of suffering prior to undergoing the implantation of essure.she did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure.she did not claim that she had that essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: depo shot from 2002 to 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced headache ("chronic headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ sharp/stabbing left lower abdominal pain/ bad cramps/cramps"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines"), investigation noncompliance ("she did not undergo an essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), surgery (partial hysterectomy and salpingectomy) and surgery (partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, investigation noncompliance and treatment noncompliance outcome was unknown and the genital haemorrhage and headache had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, migraine, pregnancy with contraceptive device and treatment noncompliance to be related to essure. The reporter commented: plaintiff states two of her children were delivered at 38 weeks, which was earlier than expected. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-feb-2018: quality-safety evaluation of ptc entry of FDA codes, expiration date, MFR date and addition of ptc global number reference. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('device fracture') in a 35-year-old female patient who had essure (batch no: 12401848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception" and device ineffective "device ineffective". The patient's medical history included gravida (child birth) on (B)(6) 2014, multigravida, parity 5 (on (B)(6) 1999, on (B)(6) 2000, on (B)(6) 2002, on (B)(6) 2009 and on (B)(6) 2014), nausea, vomiting, tobacco user, nausea, vomiting, vaginal bleeding and left lower quadrant pain. Plaintiff had no history of suffering prior to undergoing the implantation of essure. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that she had that essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: depo shot from 2002 to 2004, benadryl, zofran, pepcid, norco, ibuprofen, dermoplast and colace. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and experienced genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ sharp/stabbing left lower abdominal pain/ bad cramps/cramps"), headache ("chronic headaches") and pelvic pain ("severe pelvic pain/left pelvic area/throbbing pain/ severe pain in the left pelvic area often"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("severe migraines"), investigation noncompliance ("she did not undergo an essure confirmation test"), menstrual disorder ("unusual periods") and dysmenorrhoea ("cramping/unusual periods") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy to remove the essure coils and ensure sterility and partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, investigation noncompliance, menstrual disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage and headache had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff states two of her children were delivered at 38 weeks, which was earlier than expected. It was reported that essure was applied with 3 coils visualized as well. Ama (advanced maternal age) multigravida 35 plus. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events added: cramping/unusual periods. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 12401848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida (child birth) on (B)(6) 2014, multigravida, parity 5 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009 and (B)(6) 2014), nausea, vomiting and tobacco user. Plantiff had no history of suffering prior to undergoing the implantation of essure.she did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure.she did not claim that she had that essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: depo shot from 2002 to 2004, benadryl, zofran, pepcid, norco, ibuprofen, dermoplast and colace. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced headache ("chronic headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ sharp/stabbing left lower abdominal pain/ bad cramps/cramps"), abdominal distension ("bloating"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines"), investigation noncompliance ("she did not undergo an essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), surgery (partial hysterectomy and salpingectomy) and surgery (partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, investigation noncompliance and treatment noncompliance outcome was unknown and the genital haemorrhage and headache had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, migraine, pregnancy with contraceptive device and treatment noncompliance to be related to essure. The reporter commented: plaintiff states two of her children were delivered at 38 weeks, which was earlier than expected. It was reported that essure was applied with 3 coils visualized as well. Ama (advanced maternal age) multigravida 35 plus. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2018: reporters added case become medically confirmed. Due date of pregnancy was added, historical drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('device fracture') in a 35-year-old female patient who had essure (batch no. 12401848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception" and device ineffective "device ineffective". The patient's medical history included gravida (child birth) on (B)(6) 2014, multigravida, parity 5 ((B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009 and (B)(6) 2014), nausea, vomiting, tobacco user, nausea, vomiting, vaginal bleeding and left lower quadrant pain. Plantiff had no history of suffering prior to undergoing the implantation of essure.she did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure.she did not claim that she had that essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: depo shot from 2002 to 2004, benadryl, zofran, pepcid, norco, ibuprofen, dermoplast and colace. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy") and experienced genital haemorrhage ("excessive bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ sharp/stabbing left lower abdominal pain/ bad cramps/cramps"), headache ("chronic headaches") and pelvic pain ("severe pelvic pain/left pelvic area/throbbing pain/ severe pain in the left pelvic area often"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("severe migraines"), investigation noncompliance ("she did not undergo an essure confirmation test"), menstrual disorder ("unusual periods") and dysmenorrhoea ("cramping/unusual periods") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy to remove the essure coils and ensure sterility and partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine, investigation noncompliance, menstrual disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage and headache had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menstrual disorder, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff states two of her children were delivered at 38 weeks, which was earlier than expected. It was reported that essure was applied with 3 coils visualized as well. Ama (advanced maternal age) multigravida 35 plus. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("device fracture"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no: 12401848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception" and device ineffective "device ineffective". The patient's medical history included gravida (child birth) on (B)(6) 2014, multigravida, parity 5 (on (B)(6) 1999, on (B)(6) 2000, on (B)(6) 2002, on (B)(6) 2009 and on (B)(6) 2014), nausea, vomiting and tobacco user. Plaintiff had no history of suffering prior to undergoing the implantation of essure. She did not claimed that she is allergic and she experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that she had that essure caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: depo shot from 2002 to 2004, benadryl, zofran, pepcid, norco, ibuprofen, dermoplast and colace. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ sharp/stabbing left lower abdominal pain/ bad cramps/cramps"), headache ("chronic headaches") and pelvic pain ("severe pelvic pain/left pelvic area/throbbing pain/ severe pain in the left pelvic area often"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("severe migraines") and investigation noncompliance ("she did not undergo an essure confirmation test") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy to remove the essure coils and ensure sterility and partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, migraine and investigation noncompliance outcome was unknown and the genital haemorrhage and headache had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was on (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff states two of her children were delivered at 38 weeks, which was earlier than expected. It was reported that essure was applied with 3 coils visualized as well. Ama (advanced maternal age) multigravida 35 plus. Diagnostic results: on an unspecified date, she underwent an hysterosalpingogram, which it was confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pregnancy outcome updated from pfs. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.